Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was geometry movement restricted error. Review of system log file confirmed the malfunction. Upon troubleshooting, fse found that 24v power supply in r cabinet was defective. The philips engineer replaced the defective power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the powered geometry movements stopped working. There was no reported patient or user harm. The device was in clinical use at the time. The field service engineer (fse) replaced the power module in the r cabinet and the device was returned to use in good working order.